Event description:
The pt experienced withdrawal symptoms beginning in 2009 which included nausea, vomiting, chills, anxiety, restlessness, elevated blood pressure, diaphoresis and goosebumps. The pt had had no medication changes or falls. The pt presented to the clinic the next day and stated,"it feels like my pump is not working do something". The pump was interrogated and indicated a motor stall had occurred. The physician updated the pump twice and there was no motor stall recovery message. The physician aspirated the pump; the actual volume was 14.5 cc, the expected volume was 14.3 cc. The physician put the medication back into the pump and updated it again; the pump did give a motor stall recovery message. The pt was given im demerol and phenergan. The pump was replaced. The pt recovered without sequela. The medications being delivered via the device system were bupivicaine, clonidine, fentanyl and morphine.

Manufacturer narrative:
The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.